Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after a successful trial phase with nalu. Patient had reported significant pain relief with the nalu system. On (B)(6) 2024, the implanting physician notified a nalu representative that the patient was being scheduled for a surgical revision due to reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Prior to the physician notification, the firm had been unaware of any problems or concerns with the system. On (B)(6) 2024, the patient was brought in to the surgical center and a nalu representative attempted to perform an assessment of the system and possible troubleshooting. The medical facility declined to allow any contact between the nalu representative and the patient. The nalu representative was informed that the patient had discussed the case with the physician and decided to explant the nalu system. A full system explant was performed on (B)(6) 2024. Nalu representatives were not allowed to be present for the procedure and the device was discarded by the facility upon explant.

Manufacturer narrative:
Review of records found no prior history of any incidents or complaints from this patient. The firm was not allowed any communication with the patient on the day of the procedure and thus no assessment was able to be completed while the device was implanted. Additionally, the device was not returned to the firm for evaluation. The information available is insufficient to determine if the communication issues were device related or due to patient behavior and training on use of the device.